Event description:
The customer reported that the system displayed a 'cine disc not available' error and the cine drive not working. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.